Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012; inratio2: 6.6.; lab: 1.8. Pt's therapeutic range: 2.0 - 3.0 inr.